Manufacturer narrative:
(B)(6) a beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site and did not identify any instrument or hardware issues that would have contributed to this event. There is no evidence that the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining a non-reproducible troponin I (access accutni+3) result for one (1) patient involving the laboratory's access 2 immunoassay system (serial number (B)(4)). A second sample from the same patient was then analyzed that same day ((B)(6) 2015) and a result within the normal reference range of the assay was obtained on an unknown methodology at a different hospital. The customer then reanalyzed the first patient's sample one (1) additional time on the same access 2 immunoassay system and obtained a lower result within the assay's normal reference range. The initial elevated accutni+3 result was released from the laboratory. There was a report of change in patient treatment associated with this event as the patient was transferred to another hospital and admitted overnight after obtaining the elevated access accutni+3 result. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a becton dickinson (bd) vacutainer serum separator tube and was centrifuged at 3,800 rcf (relative centrifugal force) for ten (10) minutes. No issues with sample integrity were reported by the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to address instrument performances and did not detect any hardware malfunction.